Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. It is possible interaction with the anatomy resulted in the reported material deformation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, d6a: date of event and date of implant are estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the popliteal artery. The supera self expanding stent (ses) was implanted and after a few weeks there was strong deformation/compression of the stent. The patient will require surgery but it has not yet occurred. No additional information was provided.